Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports she is having difficulty removing the pouch after several hours. She used a protective barrier wipe but does not know which brand. She used an adhesive remover wipe also but does not know which brand. She states that there was adhesive residue that remained after the pouch was removed. Product use and skin care instructions provided.